Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance. The lead was programmed off and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.